Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was electrically continuous. The dislodgement allegation was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgment. New lead was implanted. Lead remains in service. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgment. New lead was implanted. Lead remains in service. No additional adverse patient effects.